Event description:
A 35-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On (B)(6) 2025, the patient notified novocure of a non-healing wound with fluid and pus discharge on part of her surgical scar in the right frontal scalp, which required re-stitching on three occasions. According to the patient, her physician indicated that additional surgery may be necessary in the future to address the area that is not healing. Efforts were made to contact the prescribing physician for further information, but no response has been received to date.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence in this patient include: prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity.